Event description:
It was reported that asymptomatic patient presented in clinic for follow with an implantable cardioverter defibrillator exhibiting backup vvi with active high voltage therapy. A device firmware download was performed successfully.